Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and non-calcified lesion located in the left anterior descending artery, exhibiting 75% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. No issues were noted when removing the protective sheath. The stent was checked after the protective sheath was removed with no issues noted. The device was inspected with no issues identified. Negative prep was performed with no issues noted. Pre-dilation was performed. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The lesion was not post-dilated. It was reported that the delivery balloon ruptured during first inflation at nominal pressure while the proximal side of the stent was being expanded. The device was not moved in the lesion prior to rupture. Pressure declined gradually. It was reported that the balloon was not inflated on the distal side, and the stent was still mounted on the balloon. Angiogram confirmed the pinhole on distal side ruptured. An attempt was made to retract the stent into the guide catheter, it was not successful due to its flared shape, and it dislodged into the aorta. The stent was retrieved using a snare, and a non-medtronic device was implanted in the patient. The procedure was completed without further issue.

Manufacturer narrative:
Product analysis: photo 1; image shows a resolute onyx device and guide wire loaded into a snare. The stent appears to be attached to the distal portion of the snare. Also, in the image is a hoop tray. Product analysis summary: the delivery system was returned along with a non-medtronic guide catheter , a non-medtronic balloon catheter with guidewire loaded and a y connector. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The guide wire lumen patency was verified with a 0.015 inch mandrel. The balloon returned with contrast visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material proximal to the distal marker band. No deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.